Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4) the electrode belt was unable to detect and treat a pt. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon receipt the electrode belt's resistance reading was out of specification. The belt was unable to detect and treat a pt. Service investigation revealed the red and white wires in the distribution node (dn) had a cold solder joint. The root cause for the cold solder joint cannot be positively determined but it likely an assembly error. No adverse event resulted from the cold solder joint. The pt received a replacement electrode belt.